Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, a patient/layperson alleged that her onetouch ii meter results were inaccurately high starting (B) (6) 2009 followed by hospitalization (B) (6) 2009. The customer care advocate, cca, replaced the pt's meter, strips, and control solution with a onetouch ultra kit. This senior medical surveillance specialist could only speak briefly with the pt on (B) (6) 2010 who was feeling unwell due to cardiac issues she has. The pt clarified and reported the following info to this specialist and previously to the cca. The pt could not recall the exact dates or specific symptoms due to suffering from a stroke a year earlier, she said. The pt allegedly obtained "398" mg/dl on her meter and injected 55 units 70/30 insulin. At an unrecalled time after injecting insulin, the pt's husband called 911. Emt transported the pt to the hospital where her blood glucose was "low." The pt does not recall the result or how she was treated, only stating "I was put in ICU." The pt had provided results of 289, 109, 105, and 180 obtained on the onetouch ii to the cca along with similar results obtained on a onetouch ultra. However, the dates these tests were taken could not be clarified nor whether the ultra was the pt's or the ER's. It is unclear if the pt had high blood pressure as initially reported on (B) (6) since the pt also referred to "high blood pressure readings" when speaking with this specialist. The pt clarified that she meant 'high blood sugar readings.' The complaint is classified based upon the pt's allegation that she injected insulin after obtaining an inaccurately high blood glucose result and later was hospitalized with low blood glucose.